Event description:
The user facility reported that water was leaking from their big blue housing. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the big blue housing and found a large crack inside the housing. The technician replaced the housing, ran a diagnostic and processing cycle and confirmed the unit to be operational. No additional issues have been reported.